Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced ventricular fibrillation and received multiple failed defibrillation attempts. The device displayed that it's battery capacity had been depleted. A save to disk was sent in for analysis which revealed that the device had declared end of life (eol) after experiencing two charge time exceeded episodes. Device replacement was recommended. The patient was reported to have been intubated and was under consideration for a heart transplant. Attempts to obtain additional information were made but were unsuccessful. The device remains in service.